Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted after only being implanted for 3 years due to an unknown reason. Additional information was requested but not received.

Manufacturer narrative:
The reported field event of a possible device malfunction was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.